Manufacturer narrative:
.

Event description:
Further follow-up with the healthcare professional noted that symptoms have resolved. Healthcare professional also stated patient "believes the issues due to other medical issues surrounding time frame of injections."

Event description:
Patient reported after injection with "regular juvederm" in the "nasolabial folds and outside of lips," and concomitant" juvederm voluma in the "cheek bone, just below the eyes," they experienced some initial swelling on their entire right side of the face, but the swelling "did settle down a bit". Eight weeks after injection, all injection sites "really puffed up," "hardened," and there was "swelling" and lump". The patient also stated the "right side of lip looked like it had a marble on it". Approximately five weeks after the symptom onset, patient was assessed by (B)(6) at their primary care physician's office and was prescribed augmentin, but the symptoms persisted. The patient also started taking allergy medication on their own, but the allergy medication was not effective. Patient returned to their primary care physician approximately two weeks after their initial follow-up appointment and were prescribed doxycycline. This is the same patient reported under MDR ID#3005113652-2014-00446 (allergen complaint pr#(B)(4)). This is the first MDR submitted for the first suspect product, "juvederm".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of puffiness, "hardened", "swelling", and "lumps" are physiological complications and analysis of the device generally does not assist (B)(4) in determining a probable cause for this event.